Manufacturer narrative:
The hand switch for the imaging system was returned to the manufacturer for evaluation. Testing found that the cable for the handswitch was stretched with damaged insulation but without wires exposed. Functionality testing passed. The high voltage tank for the imaging system was returned to the manufacturer for evaluation. Testing found that the bottom had an opening. It was noted that the bench testing did not passed due to low resistance. Fuses for the imaging system were returned to the manufacturer for evaluation. Testing found that the fuses did not pass continuity testing. The atp console for the imaging system was returned to the manufacturer for evaluation. Testing found that the imaging system readied but would not perform image acquisitions. The open contact block was returned to the manufacturer for analysis. The block was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The closed contact block was returned to the manufacturer for evaluation. Testing found that the continuity testing on the contacts were intermittent.

Manufacturer narrative:
The charge/discharge monitor for the imaging system was returned to the manufacturer for evaluation. Visual inspection noted electrical overstress on solder within the unit. Additional components were received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The high voltage tank, charge/discharge board, fuse, atp board, and key switch blocks were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspected high voltage tank was returned to the manufacturer for analysis. However, results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that during set-up, the imaging system would not move past boot up. An error message was displayed in the generator application. There was no patient present when this issue was identified. No further information was provided.